Event description:
Patient self tester alleging discrepant results. Inratio 5.8, repeat 3.3, repeat 4.9. Time between tests five minutes. Patient's therapeutic range unknown.

Manufacturer narrative:
Investigation pending.